Event description:
Home patient(hp) reported feeling full, as if pt were overfilled, after using the homechoice cycler for automated peritoneal dialysis therapy. Hp reported at the end of homechoice therapy pt had a total negative ultrafiltrate volume of -800ml, which indicates pt retained approx 800ml of fluid over the course of the automated peritoneal dialysis therapy. Hp states forgetting to remove the pull tab on the end of the drain line extension during the setup of the homechoice therapy, which pt did not realize until the end of the therapy. Hp noted that the effluent from the drain line had "sprayed" out, and feels the tab may have caused a partial occlusion on the drain line extension. The hp feels that the tab left on the drain line may be related to the negative ultrafiltrate volume. Towards the end of the therapy the homechoice cycler delivered a programmed last fill volume of 2000ml, which the hp manually drained during his regular midday exchange. During the manual exchange, hp reportedly drained out between 2800ml-3000ml, which is greater than the volume the hp typically drains of 2200ml-2700ml. Hp subsequently requested a replacement homechoice cycler. According to the hp, there was no pt injury or medical intervention.